Event description:
It was reported that during a da vinci-assisted surgical unilateral inguinal hernia procedure, the customer was trying to suture, but did not feel any tension. Then the tip of the mega suturecut needle driver instrument snapped off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. On 09-aug-2022, intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was reported that the surgeon was targeting the abdominal wall when the issue was identified. The surgeon believed the malfunction to be the result of a manufacturing flaw in the cast of the instrument. The surgeon was able to remove all fragments from the patient cavity with the use of a traumatic laparoscopic instrument. The staff was able to pair the instrument and fragment to confirm that all fragments had been successfully removed. The procedure was completed with the use of a new needle driver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.44" x 0.13", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The mega suturecut needle driver instrument was last used on 22-jul-2022 on system sl0244 for unilateral inguinal hernia procedure. The mega suturecut needle driver instrument (part #: 471309-15 / lot#: k11220321-0193) has 5 uses remaining after last use. This complaint is being reported due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted surgical procedure. The fragment was retrieved during the same procedure.